Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. However, data was received and downloaded on (B)(4) 2015. A review of the downloaded receiver data log confirmed the reported event of a missing sensor wire.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient's father stated that upon removal of the sensor pod, the sensor wire was not present. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).